Event description:
Caller reported a malfunction on pump, identified by malfunction code malf 9, indicating an issue without notable preceding events. There was no adverse impact to the customer's blood glucose level. Although the pump was under warranty, previous occurrences of the same malfunction were noted, prompting technical support to provide a replacement pump. Customer was instructed on storage and return procedures for the faulty pump and advised to program settings into the new pump. Customer acknowledged and understood all instructions provided by technical support.